Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(6). One (1) used sample without packaging and one (1) photo was provided for evaluation. Visual examination of the photo showed lidstock packaging identifying reported lot# 0061743900. It did not confirm any defect. Visual evaluation of the sample showed the used needle to be damaged, bent by excessive force, and to have the tip sheared off. Although the returned sample visually confirmed the needle to be broke off at the tip, the exact root cause was not able to be determined at this time. However, since the needle had already been open and used during a procedure, it is not believed to be the result of any manufacturing process. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the tip of the 25ga pencan spinal needle sheared off in the patient, presumably as it was being removed from the introducer needle after the spinal procedure was complete. Per end user, the patient was a high bmi of 43, and the spinal needle tip had to be surgically removed. It was found in patient's subcutaneous fat. No injury reported.